Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of low results for 3 patient samples tested for troponin t hs on a cobas 8000 e 602 module. It is not known if erroneous results were reported outside of the laboratory. The customer suspects an interference as all 3 patients are being treated with high doses of qizenday (biotin). Product labeling states "samples should not be taken from patients receiving therapy with high biotin doses (i.e. > 5 mg/day) until at least 8 hours following the last biotin administration." The initial results for the 3 patients were low. The customer then performed a manual procedure to neutralize the biotin in each patient sample and the results were higher. Patient 1 initial troponin t hs result was 28 ng/l. After the neutralization process the result was 963 ng/l. Patient 2 initial troponin t hs result was 6 ng/l. After the neutralization process the result was 30 ng/l. Patient 3 initial troponin t hs result was 3 ng/l. After the neutralization process the result was 39 ng/l. No further patient information is available. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). The patient samples could not be provided by the customer, therefore, an investigation related to a possible interference could not be completed. From the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.